Event description:
During an implant procedure, an attempt to place the left ventricular (lv) lead with the introducer was unsuccessful. The patient was experiencing chest pain and a venogram was performed in which a small dissection was noted in a lateral vein resulting in an effusion. The procedure was terminated. No intervention was performed and the effusion resolved naturally.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2182269-2017-00052. During an implant procedure, an attempt to place the left ventricular lead with the introducer was unsuccessful. The patient was experiencing chest pain and venogram was performed and a small pericardial effusion was noted in a lateral vein. The procedure was terminated. No intervention was performed and the effusion resolved naturally.